Manufacturer narrative:
Therapy date is unknown. Device returned to manufacturer. A device history record (DHR) review was performed for part # 314.75, lot # 9106867: manufacturing location: (B)(4), manufacturing date: 18.nov.2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: bar for large f-tool (part # 359.210, lot # unknown, quantity 1).

Manufacturer narrative:
Lot # of concomitant device. Product development investigation was completed. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The device hexagonal screwdriver was returned with the distal tip broken off. This complaint is confirmed. The location of the broken off tip is unknown. Approximately 3.1 mm (length) of the tip is missing. The remaining hexagonal tip on the instrument was observed to be twisted. The 314.750 hexagonal screwdriver is an instrument used in various systems intended to assist in screw insertions and extractions. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive/consistent torque applied to the tip of the driver, causing material fatigue leading to deformation/breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: bar for large f-tool (part # 359.210, lot # 4007480, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown if patient was involved, patient information not available for reporting. Other UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporters phone number: (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the facility had broken instruments that need to be repaired. It is unknown how the instruments were damaged or if they were used during a patient procedure. The sales consultant was inspecting devices that had been placed in the bin and found the damaged devices. The threaded rod for large f-tool broke and a fragment piece remains embedded in the large f-tool bar. The tip of the screwdriver was found broken off. The sales consultant does not know if the devices were used during a patient procedure. Further complaint information is not available. This complaint involves 3 devices. This report is 1 of 1 for (B)(4)